Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced a blood glucose of 27 mg/dl. The reporter indicated that the pump¿s basal rate was adjusted related to the event. During a review of the event the reporter indicated that the pump was not maintaining the time and date when the battery was removed from the pump for less than 24 hours. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed that the pump time and date were manually changed from 09:02 on (B)(6) 2014 to 21:04 on (B)(6) 2014 which caused 2 total daily dose records for (B)(6) 2014. The pump was exercised for 24 hours and then the battery was removed from the pump for 6 hours. When the pump was powered on, the time and date was found to have reset to default on the pump verification screen. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and the internal clock battery was observed to be leaking.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. When the pump is rebooted, the pump will show the verify screen and the time and date must be confirmed in order to proceed. No conclusions can be made at this time.